Manufacturer narrative:
At analysis the device failed its output testing. It was noted to be unsafe to return to patient use in its current condition. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) tested out of specification at its scheduled preventive maintenance test and calibration. It was deemed as not safe to return to patient use. The status of the epg is currently unknown. There was no patient involvement.